Manufacturer narrative:
(B)(4): the customer reported that they completed an operation check and then tried to turn the device off but it would not turn off. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they completed an operation check and then tried to turn the device off but it would not turn off. There was no reported pt involvement.